Manufacturer narrative:
The investigation did not identify a product problem. There was no indication for a performance issue of reagent or instrument. The cause of the event could not be determined. This event occurred in (B)(6).

Event description:
The initial reporter received questionable troponin t hs results from the cobas 8000 cobas e 602 module. Patient 1 initial result was 17.09 pg/ml and the repeat result on (B)(6) 2019 was 7.15 pg/ml. Patient 2 initial result was 17.02 pg/ml and the repeat result on (B)(6) 2019 was 10.95 pg/ml. The questionable results were reported outside of the laboratory. The reagent lot number was 381547 with an expiration date of 31-may-2020.